Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that the keys are not sensitive. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump as received with no button response due to flattened act and down buttons dome switches. The lcd connector was inspected and no unlocked connector noted. The insulin pump had cracked case at the display window corners and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.